Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 470 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. The device will not be returned for analysis.